Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed atrial undersensing and oversensing. P wave amplitude was less than or equal to 0.875 millivolts throughout the reviewed data and the high sensing integrity counter appeared to be due to mostly oversensing; the electrogram episodes showed noise and oversensing too.

Event description:
It was later reported that there was an insulation failure and noise. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead may be fractured. The lead was not capturing, and the bipolar pacing impedance was fluctuating for the past two months and sometimes high. P wave sensing was low and far field r wave oversensing was noted. The lead was reprogrammed with better p wave sensing and no oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : c2tr01 implantable pulse generator (ipg) 2011-(B)(6), 5092 implantable pacing lead 2000-(B)(6), (B)(4).